Event description:
Healthcare professional reported a right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and more than three openings in anterior/posterior side assessed as surgical damage. Additional observations: red particles were observed on the shell. Missing shell assessed as inconclusive. Missing orientation dot assessed as inconclusive. Nicks striated assessed as surgical tool scratch like. Nicks others assessed as non-penetrating nick.